Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition was found upon power up of the device, but it was not reported in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported. No additional information is available. The user interface module software version is 6.13.90 - remediated colleague 2006.